Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: m7700-27 mechanical valve; implanted: (B)(6)1986. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance, high thresholds, intermittent capture, and electrograms showed noise due to lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.